Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from field indicated that an 8f delivery sheath was used and there was no angulation or kink in the delivery system. Based on the information received, the reported device deformity appears to be related to procedural circumstance as it was reported that there was an interaction with cardiac structure during deployment. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, an 18mm amplatzer pfo was selected for implant using a non- abbott sheath/delivery system that was available. The left atrial disc would deploy and then there was difficulty in deploying the right atrial disc. It appeared bulbous in shape and after multiple deployments, the device was removed from the patient for inspection. The device was never released from the delivery cable while inside the patient and there was no angulation/kink observed with the delivery system. It was reported that there was interaction with cardiac structures during deployment. A 25mm amplatzer pfo was selected and successfully implanted as a replacement. The patient was reported to have been discharged home.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.